Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran the instrument in diagnostic mode, which passed. The cse ran align, mix and system check tests, which passed. The cse inspected the aliquot plate viewer and times when a sample was run, and did not note any issues. The cse performed service methods on sample probe 3 and reagent probe 3, which passed. The cse checked the results on server 3, which were acceptable. The cse was unable to perform mix testing as there was no reagent available. The cause of the discordant, falsely depressed ca result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed calcium (ca) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated on an original instrument and on an alternate instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca result.